Manufacturer narrative:
There is no known patient involvement. The date of event has not been provided. This information will be provided in a follow-up report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler systam 3t. The incident occurred in (B)(6). Livanova is investigating the case. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t was contaminated. The healthcare facility states that device has been cleaned and maintained per ifus, however, after a while, contamination was observed. The drinking water criteria are not met. The device is placed outside the or during use.there is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) received further lab test results which confirmed that the heater-cooler system 3t is not conform versus drinking water criteria. The customer plans to return the device to livanova (B)(4) for deep disinfection. The customer has stated that the cleaning and disinfection procedure has been performed according to the instructions for use (IFU) and that the heater-cooler device are placed outside the operating room during use. The customer reported that there are no known patient infections related to this issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.